Event description:
It was reported that balloon rupture occurred. The target location was located in the posterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 7 atmospheres. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that 100% stenosed target lesion was located in the severely calcified posterior tibial artery. The device was removed without any problem. The patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The target location was located in the posterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 7 atmospheres. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target location was located in the posterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 7 atmospheres. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the 100% stenosed target lesion was located in the moderately tortuous and severely calcified posterior tibial artery. The device was removed without any problem, and the patient was in good condition after the procedure.

Manufacturer narrative:
Corrected bsc aware date from 07/12/2024 to 07/10/2024.